Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer delivered too much insulin to address the food that was consumed. Customer ate jelly beans and drank orange juice to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.